Event description:
It was reported that an effusion of unknown origin, possibly due to lead micro-perforation or from an extraction was observed. Normal lead function was noted. The right ventricular (rv) lead was revised, and the right atrial (ra) lead was explanted due to patient anatomy and the need for sheath placement.